Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and issues with the sensor. Customer's blood glucose level was 530 mg/dl. Customer experienced large differentials between their sensor glucose and blood glucose. Customer had a lost sensor alarm in addition to low blood glucose levels. Customer was advised to monitor their blood glucose levels and call the help line if issues persist.